Event description:
Customer reports that when wearing insulin pump, he has problems with insulin squirting out during priming. Customer declined troubleshooting, requesting for insulin pump to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.